Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while being applied anastomosis, the devices had difficulty in removing the stapler from cavity and induced tissue damage (mucosal tear) to the patient, wherein the 1st device (anvil assembly) was docked properly, fired properly, but when they went to tilt the anvil it did not tilt. Removing the device tore the mucosa and the surgeon had to reinforce with suture. In order to resolve the issue, the surgeon reinforced the anastomosis with suture. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.